Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a revision surgery, surgeon implanted a short gamma nail, rc lag screw, and distal locking screw. During insertion of the rc lag screw op tech protocol was followed. The u blade lag screw connector broke after the u blade inserter was placed over it and the handle was pressed 3-4 times. Patient was not harmed as a result.